Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the thoracoscopic right upper pneumonectomy surgery, "after fired, the knife moved to the distal end, but could not return knife automatically and the would not open the jaw following rbrb to return knife." There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2020. D4: batch #u5c518. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload loaded on the device. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. After further analysis, the articulation mechanism was noted to be damaged, as it would not hold the articulation setting. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples met the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled and the spring firing trigger was noted to be out of its intended position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the spring firing trigger became out of position. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.